Event description:
Falsely depressed carbon dioxide (co2) results on two patient samples and a lipase (lip) result on one patient sample were obtained on an atellica ch 930 analyzer. The discordant results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were higher than the discordant results. The repeat results were reported, as the corrected results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 and lip patient results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that falsely depressed carbon dioxide (co2) results on two patient samples and a lipase (lip) result on one patient sample were obtained on an atellica ch 930 analyzer. The discordant results were obtained when the customer had put atellica ch conditioner in the atellica ch diluent position on the system and patient samples had been run. Siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the system and performed a bleach solution decontamination of diluent and conditioner lines. The cse installed correct fluids and the system was primed. Then, the cse performed weekly and daily maintenance. An auto check was performed, and the photometer was inspected. The voltage was corrected to 11.1vdc and a lamp change was performed. The lamp change and photometer auto check were passed. Later, the cse cleaned the cuvettes and ran quality control (qc), the qc results were within specifications. Siemens further investigated the issue and determined that the cause of the issue was operator error by using the wrong fluid in the wrong position on the system. The instrument is performing according to specifications. No further evaluation of this device is required.